Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 27aug2019. The customer troubleshot with technical support, the customer stated to not have the o2 pressure set correctly, adjusted the pressure correctly and now the flow testing is passing. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the oxygen flow sensor was at zero. There was no patient involvement.